Manufacturer narrative:
The onyx was not returned for analysis as it was consumed in the event; therefore, product analysis of the onyx device was not able to be performed. The cause of the reported event cannot be reliably determined, however, based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 30 minutes after embolization of an avm in the left uterine artery, the patient experienced acute respiratory failure. The patient was receiving embolization to treat an avm in the left uterine artery via the right femoral artery. Embolization was performed with 1ml of onyx 34. 30 minutes after injection the patient experienced oxygen desaturation with acute respiratory insufficiency. This was confirmed by transthoracic ultrasound showing images compatible with ards (acute respiratory distress syndrome). Transthoracic ultrasound eliminated cardiac origin. The patient was transferred with monitoring after the symptoms resolved and oxygen was withdrawn.

Manufacturer narrative:
Updated describe event or problem - additional information received. Model #/lot # - UDI number. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the adverse event of respiratory insufficient was treated with an oxygen mask for 12 hours. This ae was reported to have been resolved.